Manufacturer narrative:
Clinician stated that the patient's heart was weak. Review of the freeze capture showed asystole. Sjm engineers reviewed the (B)(4) episodes. On (B)(6)2010, starting at 5:02 pm, the device recorded ams episodes for a- flutter lasting up until 7:27 pm. At 7:31 pm, the patient received hv therapy for vt. At 7:36 pm, the patient ceased to have intrinsic atrial activity, and the device started to intermittently undersense events on the ventricular channel. The patient received one last therapy at 7:40 pm.

Manufacturer narrative:
The reported sensing anomaly was confirmed via stored electrograms on the device. The device was tested on the bench and on the automated test equipment system. No anomalies were detected. The device met all specifications. X-ray inspection revealed no anomalies. The cause of the sensing anomaly could not be determined.

Event description:
It was reported that on monday, august 2nd, the clinician received a (B)(4) alert that the patient had received hv therapy. The patient was called, but the family stated that the patient expired in her bed saturday, july 31. Review of the episodes by the clinician revealed that the patient had five vf episodes and two therapies delivered. The clinician stated that the device was undersensing fine vf, causing the patient to not receive therapy and ultimately expire. The